Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated he was trying to remove the cartridge from his insulin infusion device when he accidentally pulled the black plunger out of the bottom of the cartridge. He said this caused insulin to spill inside the device which he cleaned out with a tissue. The patient was instructed on how to remove the black rubber plunger. The patient was then advised to clean his infusion device with a tissue and cotton swab and let it dry out for at least 24 hours. The patient stated he would use his backup infusion device until then. On follow up, the patient stated he is doing fine and has had no further issues. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.